Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels and a bladder infection. The customer also called in for help to reset the insulin pump. The customer's blood glucose level ranged from 41 to 700 mg/dl. The customer's symptoms included shakiness, dizziness, and low blood glucose levels. The cause per the healthcare provider was a bladder infection. It is unknown how the customer was treated. The product was not returned for analysis.